Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 102 mg/dl. Customer stated that she had finished exercising and when pressed a button, it started going fast. Customer removed the battery and inserted a new one. Customer stated that the pump continues to scroll through numbers. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer agreed to return the pump. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump has minor scratches on lcd window.